Event description:
A call to technical was made on (B)(6) 2014 stating that this device had t- wave oversensing post pace. There were numerous inappropriate shocks. The patient had a congenital prk with accessory connections and intermittent heart block. There is no further information provided at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).